Event description:
Event description cpi received information that at the patient's second presurgical check the implantable cardioverter defibrillator (ICD) was in monitor only mode (therapy disabled). Therapy history was reviewed and it was determined that the ICD had been programmed to monitor + therapy mode one month prior to the patient's first pre-surgical check.